Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tenaculum forceps instrument was noted to be broken. There was no allegation of harm or injury to a patient. There were no reports of fragment(s) falling into the patient. Intuitive surgical, inc. Made several attempts to contact the site to obtain additional information concerning the reported event; however, no further information was provided as of the date of this report.